Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿impact of left ventricular lead position on the incidence of ventricular arrhythmia and clinical outcome in patients with cardiac resynchronization therapy.¿ j interv card electrophysiol (2010) 28:109¿116 doi 10.1007/s10840-010-9470-z. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there was a patient death with an unknown cause. Of note, there is no indication that the death was device-related. There were also patients who experienced ventricular fibrillation (vf), ventricular tachycardia (vt) and electrical storm arrhythmias. There were patients who had extended hospital stays due to their condition of ¿worsening heart failure.¿ the status/location of the device/lead is unknown. Further follow up did not yet yield any additional information and any additional information pertaining to the cause of death has been requested and not yet received. No further patient complications have been reported as a result of this event.